Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event, reaching 65 mg/dl, treated with oral glucose tablets, and returning to approximately 100 mg/dl; the cause of the event was unclear, and no specific pump malfunction or component issue was identified. Symptoms included hypoglycemia. Outcomes included the need for medication intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to attribute the event to a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.